Event description:
It was reported that a patient underwent a revision shoulder arthroplasty procedure for an unknown reason. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): unknown glenoid (unknown); 0001825034-2024-03034. Unknown humeral head (unknown). Associated product information: 115316 (903900), 115397 (66590559), 180552 (099800), 180552 (66843787), 180552 (66992928), 180558 (66190017), 405800 (66845066), 405883 (66983462), 110031418 (66783842), 110032410 (66817582), 20-8090-009-02 (67070103), sahs1113 (66775292), sahtnem6 (67006924), sbhtst00 (65562537). H6: proposed annex g code: mechanical (g04) - stem. The reported event is unconfirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.